Event description:
A (B)(4) old male pt called in to lifecor customer support to report that his response buttons were not activating the device. The pt was provided with a replacement monitor.

Event description:
Caller reported blood glucose results of hi, which on the advantage system indicates a result in excess of 600 mg/dl, and 162 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.